Event description:
Customer reported missed anti-n antibody using panocell-16 to test a patient sample with a known anti-n. Patient was not transfused using sample in question.

Manufacturer narrative:
Hemagglutination tube testing was performed with n+ and n- cells from retention panocell-16, lot 36653, using retention anti-n. All products performed as expected. Hemagglutination tube testing was performed with n+ and n- cells from returned panocell-16, lot 36653, using retention anti-n. All products performed as expected. The n- cell was nonreactive and all n+ cells exhibited 3+ to 4+ reactivity. Hemagglutination tube testing performed with customer's patient sample (reportedly anti-jsa,-v,-c,-e,-n,-fya,-fyb,-jkb,-s and waa) using all n+ cells from returned and retention panocell-16, lot 36653. One n- cell was tested from retention panocell-16. Sample exhibited 3+ to 4+ reactivity with all returned and retention n+ cells and was nonreactive with the one n- cell of retention lot 36653 tested. Products performed as expected.